Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization due to nose bleed that caused by the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization due to nose bleed that caused by the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. Investigation confirmed that there was no sound abatement foam degradation/breakdown in the base unit but can confirm the presence of contamination in the airpath.